Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump took too long to infuse medications. The device was set to infuse cyclophosphamide for a duration of 1 hour but took 1 hour and 10 minutes to infuse. The device was also set to infuse fosnetupitant for a duration of 30 minutes but took 37 minutes to infuse. The events occurred during therapy in the cancer center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.